Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the point of the ar-8943-07 reduction forceps tip broke off during surgery and was imbedded in the patient at the operative site.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8943-07, batch 6671711 pair of bone reduction forceps were received for investigation. Visual inspection identified that the left tip of the forceps was both bent and noticeably broken. The fragment generated during this process was not returned for analysis. The overall length and width dimensions of the returned device, each considered a critical dimension per drawing no. 45300, were assessed using digital caliper ID: 011 and found to be within tolerance. As the broken forceps tip was bent at the breakage site, this event is most likely the result of user applied mechanical damage to the device during use, such as through prying/leveraging and/or torquing on the device during use.